Event description:
Following a pre-deployment angiogram an angio-seal device was deployed to close arteriotomy site. The pt was returned to the ward and was doing well. Approx four hours later, the pt experienced tingling sensations in their right leg. Femoral pulses were absent;an ultrasound revealed a clot formation. The pt was taken to surgery to remove the obstruction. The vascular surgeon stated the device anchor was broken into two pieces and dangling in the artery. The pt reportedly recovered and was discharged two days later with no further complications.